Event description:
A malfunction alarm identified as malf 12 was reported without any preceding notable events. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised they could continue using the pump and to contact support again if any further issues arose.